Event description:
The customer reported connecting section is cracked and the inside is exposed during a reprocessing involving an olympus autoclavable camera head. There was no patient injury reported.

Manufacturer narrative:
E1 - initial reporter establishment name: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.